Event description:
An ophthalmic surgeon reported that after cataract surgery she identified a deviation in the axis for the implanted toric iol in three pts. During surgery, she saw a rotation of the final axis compared with the initially planned axis. This led to residual astigmatism that was corrected with eye glasses. This report refers to the right eye of the second pt. This pt had residual astigmatism after a cataract surgery performed at another clinic; the intention of this surgery was to decrease the residual astigmatism. The surgeon indicated the unexpected astigmatism after the second surgery was due to the sys markings and not due to a postoperative iol rotation. Additional info was provided by the surgeon. On the first postoperative day there was an iol misalignment of 9 degrees from the preoperative suggested axi planned (15 degrees instead of 6 degrees). The rotation was against the clock (against the iol haptics). According to the surgeon, such a rotation was not possible and indicated the iol had not been aligned correctly during surgery due to the axis display by the digital marker. Additional info has been requested but not received to date. This is three of four med device reports being filed for this facility.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).